Event description:
Event description boston scientific received information that there was a failure to implant this cardiac resynchronization therapy defibrillator (crt-d) due to no pacing outputs on the defibrillation and coronary sinus leads. Both leads also registered impedences greater than 2000 ohms. In addition, the explanted crt-d (h135) and replaced due to normal battery depletion. However, upon interrogating the device prior to explant the device was operating at the maximum tracking rate.